Event description:
Lap chole - "medical student was trying to remove bag without contents through trocar, bag got in the trocar and string snapped while doctor was removing bag, risk management is keeping sample."

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All inzii retrieval systems undergo 100% visual inspection during the manufacturing process. To remove with the cannula, the applied medical instructions for use (IFU) state "when removing the retrieval system, trocar cannula, and specimen bag simultaneously, do not detach cord loop from the holding slot. With the bag still attached, pull on the retrieval system and trocar cannula to retract the bag through the port side." The parts should be removed simultaneously and the specimen bag should not be removed through the trocar. This document represents our final report.